Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010. It was reported that one of the lead tails was pushing out approximately 1/4" causing the pt extreme discomfort. A subsequent x-ray confirmed lead migration. Surgical intervention was undertaken on (B)(6) 2011 to reposition the device and secure the lead body sections. F/u on the pt found that she is recovering well with no additional issues reported.